Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that the proglide vessel closure device was used during the pre-close technique in the right femoral artery. The suture was deployed. However, when the proglide plunger was pulled, the device separated into two segments at the location where the metal and black plastic of the guide meet. Additionally, the white link separated. There was no resistance noted when inserting the device, but resistance was noted during removal. The device handle and white link were able to be removed without additional intervention. A second proglide was used to achieve hemostasis. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.